Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the investigation shows the led crashed, as observed during in-vitro testing and during review of in-vivo data. The early sensor retirement with ec #1 alert was caused by no glucose signal returned upon calibration, leading to low msp values. The system correctly disabled the sensor due to performance failure. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On 27 march 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.